Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. The pt had moderate vessel tortuosity and moderate calcification. The diameter of the proximal non-aneurysmal aortic neck measured 21mm. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 17cm. It is reported that the left common iliac artery was calcified and the left internal iliac artery had been previously embolized unsuccessfully. A 15mm diameter x 11.5cm length iliac limb had been successfully deployed. A 15mm diameter x 8.5cm length iliac stent graft was placed to extend the external iliac artery; however, as the physician attempted to deploy the iliac limb, he met resistance and the black ring broke. It is reported that the stent graft was not exposed. The device was removed from the pt and wallstents were placed. The pt is fine and there were no additional clinical sequelae reported.